Event description:
It was reported that the pump touch screen was unresponsive. There was no information about any impact on the customer's blood glucose level. The complaint was closed as the pump had not been returned by the customer for further inspection, and no additional actions were taken.